Event description:
A customer in the us reported that they generated an unacceptable (B)(6) result for a (B)(4) survey when using the cobas ampliprep / cobas taqman (cap/ctm) hiv-1, v1 test on (B)(6) 2011. One sample ((B)(4)) failed the survey and the others were in range but below the mean. Controls in the run were valid. Raw data files are no longer available for investigation. There is not enough sample to repeat the run. The complaint states that the failed result was out of range but doesn't specify if the result was above or below the expected cap range.

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Manufacturer narrative:
(B)(4). A customer in the us reported that they generated an unacceptable (B)(4) result for a (B)(4) survey when using the cobas ampliprep / cobas taqman (cap/ctm) (B)(4) test on (B)(4), 2011. One sample (B)(4) was below the lower limit of acceptability, based on the consensus mean provided by (B)(4). Raw data files are no longer available for investigation. There is not enough sample to repeat the testing. The titer generated was (B)(6) cp/ml log10 while the limits of acceptability were (B)(6) cp/ml log10. The log10 difference between the titer generated and the lower limit of acceptability was (B)(6). The cobas ampliprep / cobas taqman (cap/ctm) (B)(4) test package insert (B)(4) provides information regarding the expected precision performance across the linear range of the assay. When applying precision claims within table 3 of the package insert and the standard deviation claims for a nominal concentration of (B)(4), a sample with a true value of (B)(4) (consensus mean of (B)(4) evaluation report; number of participants = 173) may generate a result ranging from (B)(4). The customer generated a result of (B)(4) for survey sample (B)(4), which is within 3 standard deviations of the consensus mean and is within roche precision claims for the test. (B)(4).